Event description:
It was reported the device was used during an unknown procedure. It was reported by the rep. The staples would not deliver. There were no consequence to the pt.

Manufacturer narrative:
Insufficient head housing weld.